Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional patient/event details have been requested; however, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported an aquacel® ag surgical dressing was applied to a knee incision post-operative. After an unknown amount of wear-time, the periwound skin under the hydrocolloid portion of the dressing became red, blistered, and raw. No other information was provided.